Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen, type, dose, and concentration unknown, for intractable spasticity. The patient had a dose increase of 4% on (B)(6) 2015 as she was being titrated up. On (B)(6) 2015 she presented with somnolence and slurring of speech; the symptom onset was considered sudden. The hcp was going to admit the patient to the hospital, likely for no more than 24 hours, and wanted to stop the pump. Follow-up is being conducted to obtain all relevant information; a follow-up report will be sent if additional information is received.